Event description:
It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter and a char issue occurred. After the procedure, the pentaray nav high-density mapping eco catheter was removed from the body and char was found adhered to the tip. Since there was interference noise on the pentaray nav high-density mapping eco catheter during ablation, it was thought to be char due to heating of the electrode. The power output during ablation was 50 w. Pentaray nav high-density mapping eco catheter irrigation was performed using a syringe pump and refluxed at 3 ml/min. The catheter was checked by the catheterization doctor and the physician in charge of the procedure. The sales person requested them to reinsert the pentaray nav high-density mapping eco catheter next time if there was electrode interference at high power and they agreed. The description of the health problems was char/thrombus. Progress was unknown. The physician's judgment on health hazard was non-serious (moderate/minor). Cf monitoring methods was dashboard, vector and visitag. Visitag coloring setting was tag index. No abnormalities observed prior to use of the product nor during use of the product. There was no patient consequence reported. Additional information was received on 06-aug-2023. The system did not present any error messages nor did the physician/user see any product problem. No issue related to flow on the catheter, but there was interference noise on the pentaray nav high-density mapping eco catheter during ablation. Additional information was received on 22-aug-2023. The generator parameters were power control mode, temperature cut off: 40, power cut off at 50w, impedance cut off at max250o, spike49o, min50o. The patient was anticoagulated. Act was unknown. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician was not particularly concerned about it. The physician did not consider the amount of char observed caused a potential risk to this patient. The noise issue was assessed as not MDR reportable. The risk to the patient was low. The char issue was assessed as MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30992987l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).